Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter with injection valve needle will not withdraw from the catheter.

Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation of this complaint. The photos returned only show the top web with batch information. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As there is no sample returned for investigation and it is not possible to determine the source of needle disengagement difficult from the photos returned, a review of the past 12 months qn for catalog 393222 was performed. There is no related qn on defect or condition of needle disengagement difficult. Therefore the root cause cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety peripheral safety IV catheter with injection valve needle will not withdraw from the catheter.